Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Tightened the bolts that hold the linkage to the two locking pins. Confirmed proper locking and unlocking of the tube arm. The system found to be working as intended and placed back into service.

Event description:
It was reported that the 2600 system was getting tomo pin errors. There was no report of patient injury.